Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that inadvertent mishandling while repackaging the device resulted in the reported break and stretched coils, however this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the spartacore guide wire was noted to be frayed [core broken, stretched coils] prior to use. There was no device use or patient involvement. A command 14 guide wire was used to complete the procedure. No additional information was provided.